Event description:
It was reported the pt had been experiencing ineffective stimulation coverage in the desired low back pain pattern and had been experiencing sensation in her feet. It was further reported the pt underwent surgical intervention to implant two add'l percutaneous lead below the already implanted paddle lead. During the procedure it was determined the stimulation could not be delivered to the back without stimulating the feet. The entire procedure lasted about an hour before the physician decided to abort the case. The percutaneous leads were not implanted and the paddle lead was left as is. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.